Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular lead integrity alert triggered for sensing integrity counter and non-sustained high rate. Additional information was requested and it was learned the lead remains in use and there were no patient complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.